Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation lead impedance had increased and high thresholds were noted. The lead was capped and replaced successfully on (B)(6) 2016. The patient was doing fine now.